Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 438 mg/dl and current is 125 mg/dl. The customer treated high blood glucose with insulin pump. The customer reported that they received no delivery alarm and event was resolved by changing complete set (inf and res). The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering and drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.